Manufacturer narrative:
Additional information: b3, d9, h3, h4, h6(update codes), h11. H11: the actual device and three photos of the sample were received for evaluation. Visual inspection of the photos showed a leak between the tubing and y site clearlink due to assembly with twist. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing were performed; a leak was observed at the second y site clearlink and a damaged component (gland) was identified. The reported condition was verified. The cause of the condition was determined to be the incorrect manual assembly (based on photo analysis) and manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the needleless connector (y-site). This occurred during the priming process with 0.9% saline injection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.